Event description:
The dental implant fx5012swc was removed on (B)(6) 2017 due to failure to osseointegrate 1 month and 7 days after implantation. The the doctor indicated that dental hygiene around the implant was poor and bone quality was type iii. The patient has no significant medical history and will require additional surgical intervention.